Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the system error 105. The reported symptom was observed during power up and caused by a failed motor flex. The failed motor assembly was replaced.